Event description:
A full term pregnant woman came to labor and delivery due to active labor. After 12 hours of labor and several redoses of anesthesia, vacuum was used due to ineffective pushing and natural exhaustion. Baby boy was delivered in respiratory distress that resolved after intervention. Prior to using the vacuum there was no contraindication for its use. Pressure gauge used was between 36-58 cm, hg times 1 attempt. Baby had mild bruising on the chin, hematoma and caput succedaneum at occipital area. Test done after 2 days since ptosis of the left eye was observed & revealed interventricular hemorrhage. Baby was transferred to a higher level of care facility. Device problem: 1. Potential for improper use. 2. Unable to substantiate improper/proper use due to inadequate documentation.